Event description:
It was reported that the stent broke. The lesion being treated was located in the uncalcified and very tortuous, proximal right coronary artery. The target lesion was predilated with a 2.5x15 balloon and then a 2.5x32 promus premier stent delivery system was deployed in the target lesion. The physician then preformed an angiogram and it was noted that the proximal segment of the stent had separated at a 90 degree angle. Intravascular ultrasound was then used and it was noted that the stent was only partially fractured. The physician treated the broken stent by implanting a 2.5x12mm nonbsc stent across the break. No patient complications were reported an the patient's status is stable.

Manufacturer narrative:
Device code #1260 relates to component code #515. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).